Event description:
The customer reported that after pipetting an htlv plate on summit serial number, the technician observed that no sample was added to well h11 and bubbles were observed in several wells. No error was generated. No death or serious injury was associated with this complaint. Complaint number 00487279.